Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report which contained the following information: ¿the (B)(6) stopped working with an update to (B)(6). This prevents the testing of blood sugar levels using a phone as the device reader. Switching to a different reader is not available, the sensor is not usable and blood sugar readings can be obtained via the freestyle libre which may result in serious diabetic blood sugar related problems¿. There was no third-party medical intervention reported and no further information provided. There was no report of death or permanent injury associated with this event.